Event description:
Provider states the brakes will not lock or unlock. Provider states the end user has for the residential home since (B)(6) 2013, no property damage or injury. No further information provided.